Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015 it was reported that the device system was removed. The patient was very thin and frail and developed a pressure sore on her spine which exposed the catheter. A decision was made to remove the device system to prevent infection. This resolved the issue. The patient status was reported as "alive-no injury".